Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak in balloon. Visual inspection at high magnification confirmed that the source of leak was a micro tear on the balloon, approximately 6 mm from the balloon proximal tip. The review of the lhr (lot # f1321001) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be determined. However, it was reported that a pre-procedure femoral angiogram showed presence of calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site.

Event description:
It was reported by the aci clinical specialist that a female pt underwent a diagnostic cerebral angiogram on (B)(6) 2013. Access was obtained at the left femoral head via a 5fr merit sheath. A pre-procedure femoral angiogram showed presence of calcium and the vessel size to be 7 mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon was prepped and the device was inserted into the procedural sheath. The balloon held pressure at the tip of the sheath and at the arteriotomy. The physician successfully shuttled down to a hard stop to deploy the sealant. Upon the physician marrying the shuttle with the handle, the balloon lost pressure. The entire device was removed and manual compression was held for 10 minutes at which time hemostasis was achieved. The sealant was not deployed into the pt's body. The pt was ambulated and discharged to home the same day with no clinical sequela noted.